Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred with the patient¿s implantable neurostimulator (ins). It was noted that a physician mode recharge (pmr) was performed and the por was cleared. There was no additional information reported; no complications were reported or anticipated. It was noted the patient¿s indication for device use was chronic/intractable pain of the trunk/limbs.